Event description:
Country of complaint: (B)(6). During the laparoscopic procedure, the mentioned device was taken off the trocar and given to the operator. During the cleaning process, he noticed that a black part of covering of the stem came off. This part was found in the trocar. No patient injury or prolonging of surgery were reported.

Manufacturer narrative:
Us agent advised of complaint (B)(4) 2012. At the time of report, manufacturing facility has not received the device for evaluation. An evaluation will be completed if / when device is returned.